Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a pump had stalled and was reset to the lowest infusion rate. Telemetry had confirmed a critical alarm due to a motor stall. The patient had withdrawal symptoms. The pump was replaced. It was also noted that the catheter was occluded and it was suspected that the catheter had been kinked. A rotor and dye study was performed. It was noted low battery reset occurred and pump was in safe state. The type of medication, concentration, and daily dose being administered via the pump were not reported. During the replacement surgery, the physician stated the suture less catheter would not fit onto the new pump. The suture-less catheter connector was replaced. The patient had recovered without sequela, and was noted as doing well with decreased pain. The patient no longer had withdrawal symptoms following the replacement of the pump. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.